Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports it has been determined that there is no malignancy.

Event description:
Further reported was left side "capsular tissue with chronic inflammation and fibrosis. No lymphoma identified."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, yellow particles, fluids. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported lymphoma. Device was explanted. This record is for the left side.

Manufacturer narrative:
Continued h.6 (health effect - clinical code): e2308. Continued h.6 (health effect - impact code): f2305. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported was that this 330cc device was filled to 360cc. Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following" plaintiff suffered, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, bia-alcl, scarring, disfigurement, infection, disability, chronic pain, other symptoms to include seroma, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture, heat sensation, mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering. Plaintiff has been diagnosed with bia-alcl." Treatment: device explant, radiation treatments, chemotherapy treatments. Previously reported pathology report from on (B)(6) 2022 identified "no lymphoma".

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as "suspicion of alcl". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported lymphoma. Device was explanted. This record is for the left side.